Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID:9735799 , serial/lot: unknown. A medtronic representative went to the site to perform a system check out and they found that nothing was connected. The representative opened the back of the main cart computer and there were no led's illuminated where the network cable plugs into the computer. The representative swapped to a different lan port on the checkpoint and the issue was resolved. The cause was due to a faulty lan port. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside for the procedure. It was reported that when the manufacturer representative booted the system, the camera never connected. The representative rebooted the system, but this did not resolve the issue. The camera cart monitor connected and functioned. The led on the psu had a green led and flashed amber. There was no patient involvement.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID:9735799 , serial/lot : (B)(6), h3: a medtronic representative went to the site to perform a system check out and they replace router. A hardware analysis of 9735799 was initiated to determine the probable cause of the issue. Analysis found a non working port, lan2/sync. This port is used to send data to the camera cart. All other ports function as expected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.